Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an alarm no disposable clamp tubing (second call tonight). Resvol unknown as it was reset accidentally during previous call. Rate 10.4. Given 89. Air in line, green flow stop. No patient injury. No additional information available.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause of a "no disposable-clamp tubing" alarm is the down stream occlusion (dso) sensor. The most probable cause of the "air in the line" is a tubing/disposable connection. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.